Manufacturer narrative:
PMA/510(k): this part is not approved for use in the united states; however a like device catalog # c01a, 510k #k180700, UDI# (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous vertebroplasty at t11 due to primary osteoporosis and compression fracture. Intra-op, the cement was leaked from the outside of the inferior end-plate when injecting the second bond filler device. The procedure was completed successfully with the original product. No patient complications were reported.